Manufacturer narrative:
MFR ref number: (B)(4). The device was evaluated by baxter. During testing the device displayed a false upstream occlusion alarm. Add'l upstream occlusion tests were performed with the device passing.

Event description:
During eval by baxter the spectrum device displayed false upstream occlusion alarms. No pt involvement. No further info is available.